Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose of 2.0 mmol/l and insulin pump had blank display as well as starts vibrating. The customer was treated with glucose and carbs. The customer did not report any symptoms for low blood glucose level. Troubleshooting was declined by the customer low blood glucose level. The product will not be returned for analysis.